Event description:
Customer reports blurred vision and feeling dizzy with blood glucose result of 123 mg/dl obtained on the aviva system. Customer's nurse provided food as treatment and symptoms improved 30 minutes later (customer was unable to self treat). Requested return of suspect device and replacement was sent.